Event description:
The pt is reportedly experiencing performance deterioration with his internal device. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. The pt's device was explanted.